Manufacturer narrative:
The device was evaluated at philips, but the symptom could not be duplicated. The device passed all testing and was returned to the customer. We consider this issue to be the result of user error, where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing, and not the result of a malfunction.

Event description:
The customer reported that they had difficulty pacing a patient in the demand mode. No adverse patient impact was reported.